Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified IV solution in a 250ml container. It was reported that at 0800, the solution container was spiked with the tubing set, was connected to the pt and the cair clamp was closed. At 1200, the nurse noted that solution container was empty and the cair clamp remained in the closed position. The tubing set and solution container were replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.